Event description:
It was reported that the device indicated elective replacement (eri) and was unable to be interrogated during the explant procedure. It was noted that the patient was "lost to follow-up." The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product: 5592 implantable pulse generator (ipg) (B)(6) 2003. (B)(4).